Manufacturer narrative:
(B)(4). Event date: (B)(6) 2016 additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead.

Event description:
A report was received that the patient experienced severe pain in the lower back and around to the lower right abdomen a few days after an implant procedure. There is pain whether stimulation is on or off. The physician assessed the pain could be due to chronic pain, normal procedure pain and constipation. The patient was administered pain medication for pre-existing pain and for normal procedural pain. It was indicated that pain medication induced a hematoma/irritation to the spinal cord.